Event description:
It was reported that the patient presented in clinic for leadless pacemaker implant procedure. Prior to implant, it was noted that due to suspected docking issue, the patient's leadless pacemaker exhibited difficulty during release, and then dislodged. The lp was retrieved and not used to complete the procedure on (B)(6) 2025. There were no patient consequences.